Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. Additionally, the transmitter (part # 9438-01-sm60g55) was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The complaint of permanent loss "y" was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.